Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine ultra¿ insulin pen needle had a needle break during injection. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd micro-fine ultra¿ insulin pen needle had a needle break during injection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sealed 31g x 8mm pen needle sample was returned from an unknown lot. No., cat. No. 325105. Visual examination was carried out on the returned sample and no issues were observed. Investigation conclusion: no issues were observed with the returned sample therefore no root cause can be identified.